Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the malfunction code reappears, which they understood.